Event description:
Boston scientific received information that this patient was recently seen for an episode of aspiration. This elderly patient underwent an endoscopy and afterwards complained of feeling dizzy. The patients right ventricular (rv) lead was showing intermittent loss of capture and noise. A chest x-ray was performed and the lead looks perfectly fine. The physician ordered a holter monitor to assess the lead. It was later noted that the lead had out of range impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) was consulted and suggested that there is a lead issue that will need to be addressed. The physician stated that since the patient rarely paces in the ventricle they changed the programming to aai and there are no plans to intervene at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.